Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported methotrexate infusions in the peds/ nicu areas taking longer than expected. It was reported that 60 minutes infusions are taking 90 minutes. There was no report of patient harm or medical intervention. Although requested, no additional information was provided.